Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this lead presented in the emergency room due to syncope. The field representative sent electrogram (egm) strips for boston scientific technical services (ts) to review. Ts observed oversensing and believes the issue to be sensing of intrinsic activity based on the lead configuration and device sensitivity. The right ventricular (rv) lead and left ventricular (lv) lead are currently connected to a y-adapter that is connected into the rv port of the device, which is considered off label use. Programming optimization suggestions from ts will be discussed with the physician. There were no additional adverse patient effects reported.